Manufacturer narrative:
There was one opened, unused sample returned from lot 509639x. A visual inspection was conducted and a crack was present on the syringe barrel near the luer. The reported condition is confirmed for lot 509639x. The exact root cause of the reported condition could not be determined based on the available information. A 6m analysis was completed and the most likely root cause of damage to the barrels is from loader issues occurring during the barrel printing process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the product is inspected for damage. The lot met all defined acceptance requirements and was released. No corrective action is required for this complaint because the exact root cause could not be determined based on the information available and there was no indication of a systemic issue with the process. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/19/17 an investigation is currently under way; upon completion the results will be forwarded

Event description:
The customer states: that they received 3cc syringes that they use in which the barrel of the syringe are cracking. The device was not used on a patient.